Event description:
The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury (veterinary use) the affected product has been applied outside of the scope as a medical device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek134su - disp.trocar sleeve 12/110mm smooth w.tap. According to the complaint description, the trocar broke off during use. There was no described patient harm. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00346 ((B)(4) + ek002su).